Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. The final product lot was identified. A device history record for the lot was conducted. According to the device history record reviews, three lots were reprocessed for an anomaly that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves in an unspecified quantity of eye surgeries. It was informed that there was no patient harm associated with the events. The reporter informed that there is no sample available for this report. This is the third of three product report from the customer for the above event report.